Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones after shock delivery. Interrogation confirmed that the device recorded code 1005 indicative of shock impedance measurements greater than 145 ohms. Boston scientific technical services (ts) noted that when this occurs, it is assumed that only minimal energy is being delivered to the patient, and that the lead system is likely damaged or disconnected. Intervention was performed and the device was explanted and replaced without incident. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported. The device has been returned, and analysis is pending. Once analysis is completed, this report will be updated.